Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 385 mg/dl for approximately two hours while using the ilet with a steel cannula, after a recent supply change, and received troubleshooting and education on algorithm behavior and correction guidance. Symptoms included thirst, headache, and fatigue. Outcomes included clinical observation and self-management with monitoring and availability of on-site nursing support, with glucose trending down within about one hour and returning to range within about two hours, and no hospitalization. Investigation included customer interview and review of reported blood glucose trend. Investigation of this case revealed no confirmed device malfunction and no overt supply issues identified, with the event resolving after continued monitoring and without further intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.